Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical images received and reviewed. Based on the image provided, filter deployment cannot be confirmed. Based on the images provided, a denali filter was located at the level of l1, can be confirmed. Based on the images provided, a denali filter is identified at the level of l3 of the lumbar spine in an upright position. Based on the images provided, an unknown vena cava filter can be confirmed for a successful filter removal. Based on the images provided, filter migration cannot be confirmed. Based on the images provided, a filter failed to fully expand cannot be confirmed. Outcomes attributed to adverse event. Event description: tilted filter was a cook celect brand ivc filter.

Event description:
New information received: physician stated the autopsy report revealed an occluded filter extending down the ivc and the cause of death was insufficient venous return to the heart.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: autopsy report provided: immediate cause: occluded inferior vena cava by thromboemboli at the site of ivc filter. Underlying causes: dvt of pelvis and lower extremities, paradoxical embolism to brain causing large cerebral infarction from patent foramen ovale, pe, status post turp for bph. Additional clinical information in the autopsy report: the patient had a turp at an outside hospital on 07/21/2015, within a few days the patient had a dvt/pe and right middle cerebral artery stroke (cva). During line placement, the patient developed a pneumothorax and was transferred to the reporting facility for more intensive care and evaluation. A cook celect ivc filter was then placed and the patient underwent craniectomy for control of cerebral edema. (Bard filter placed 8/6/15 as cook filter was retrieved due to tilt). Photo review: of the six photos provided, only three photos involve the alleged denali filter. Photos show a large amount of clot within a denali filter. Based on photos provided, the filter can be identified by slightly visible caudal anchors within the clot, failure to expand and cephalad migration cannot be confirmed; however, occlusion can be confirmed. Conclusion: failure to expand and cephalad migration cannot be confirmed based on the images provided. Based on the photo review and autopsy report, occlusion of the ivc at the level of the filter can be confirmed. The alleged filter migration could be caused by the filter failing to completely expand within the ivc. It is possible that the user twisted during advancement and/or deployment which could cause the filter the limbs to cross and the filter from expanding properly. A snare was used to capture and redeploy the filter in its intended position below the renal veins. It was reported that the physician who deployed the filter did not believe the filter caused the patient's death, but that it was probably related to the multiple procedures he had in such a short time frame as severe acute thrombosis is very rare. However, based on the information provided, the definitive root cause is unknown. Labeling review: specific warnings, precautions and directions for use of the denali ivc filter are included in the current instructions for use. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device and no medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. One image was received and a review is being performed. The investigation of the reported event is currently underway. A5 (tilted filter was a cook celect brand ivc filter). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that during a vena cava filter retrieval procedure for a tilted filter (other manufacturer), a snare device was used to successfully capture retrieve the filter. Upon deployment of the replacement filter the filter limbs did not fully expand, the filter migrated a few centimeters until the arms fully expanded into the right renal vein. A snare device was advanced down the deployment sheath to capture the filter and reposition it inferior to the renal takeoffs. The filter remains in an upright position with the limbs fully expanded. There was no reported patient injury